Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient was pissing their pants constantly. The patient said they stood up two nights ago and peed for almost 2.5 minutes and it wouldn't stop. The patient mentioned their back was killing them and they could hardly move. The patient said this had been happening since they got the implant. The patient stated they increased their stimulation this morning and the symptoms continued. The patient was advised that when changes were made [to their settings], it was normal that they would have to wait a couple days until their body got used to the new settings. The patient said their healthcare provider (hcp) directed them to the manufacturer for questions about what kind of adjustment they could try. The patient was redirected to their hcp to further address the issue. Additional information was received from the patient. They confirmed their symptoms continued and were worse than before the implant. The patient reported that ever since they got the implant, their life had been hell. The patient stated the doctor hit a nerve when they put the machine in and they couldn't move, bend over, or get off the toilet. The patient said they were wearing diapers. When asked if they were having the same symptoms as before the implant, the patient said the symptoms were worse. The patient also mentioned they got gut wrenching pain the day after and their ovaries and bladder fell out of their crotch. The patient noted they hadn't had sex for 37 years and there was no reason for their bladder and ovaries to drop out. The patient confirmed they had terrific pain when they tried to move and even when they breathed. The patient reported the implant was already off following their hcp's recommendation. Additional information was received from the healthcare provider (hcp). The hcp reported that the ovarian prolapse and the bladder prolapse were not related to the device, therapy, or the procedure. The interstim device was still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device/therapy/procedure causal or contributory with respect to the reported nerve damage, ovarian prolapse, or bladder prolapse. Patient was seen and evaluated by an health care provider (hcp).